Event description:
It was reported that a lead warning was triggered for the right atrial (ra) lead due to low impedance measurements. In addition, the atrial capture management was noted to have adapted to 5 volts, which has since been reprogrammed. The ra lead impedance was noted to have been trending downward, however, the function continues to be sufficient. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 406852, lead, implanted: (B)(6) 2002. (B)(4).